Event description:
The patient contacted animas on (B)(6) 2012 reporting that they went in the pool and then the pump emitted a random customer support 064-0008 alarm. The patient reinserted new battery and tightened the cap and the pump continually rebooted for several minutes. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump had visible moisture in the display lens and in the pump. The pump did not power on. There was a scratched display lens found during investigation.